Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on readings obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event that did not require medical intervention. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.